Event description:
A nurse reported that the pt was admitted to a hosp on (B)(6) 2014, due to fluid volume overload and left lower extremity cellulitis. During the admission, the pt's treatment modality was changed from peritoneal dialysis to hemodialysis due to a pleural leak, caused by the pt's anatomy. On (B)(6) 2014, the pt was discharged from the hosp. On (B)(6) 2014, the pt expired at home. This nurse reported that the pt was not dialyzing at the time of the event. There was no reportable device malfunction.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.